Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade ii. Healthcare professional additionally reported "increased fullness and hardness in left breast. Ultrasound showed suspicion for left implant rupture with peri-capsular fluid. The patient has suspected left implant rupture. Possible delayed left breast seroma." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported capsular contracture baker grade ii. Healthcare professional additionally reported "increased fullness and hardness in left breast. Ultrasound showed suspicion for left implant rupture with peri-capsular fluid. The patient has suspected left implant rupture. Possible delayed left breast seroma." The device has been explanted and replaced.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade ii. The device has been explanted.